Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the extended alarm silence not functioning as expected was not confirmed. There were no photos or log files submitted for review. The system controller, serial number (B)(4), was not returned for analysis. The provided information stated that the vad coordinator engaged the extended silence alarm button prior to transferring the patient to bed from operating room table. The system controller alarmed on batteries about 7 min later, and it was unclear if the silence alarm button had been pressed. The system controller was then reconnected to the power module to re-establish the extended silence until the rvad could be placed. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 5-¿surgical procedures¿ explains that the extended silence can be canceled by pressing the silence alarm button on the system controller¿s user interface panel or by disconnecting the system monitor from the power module. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that preimplant, patient was supported by intra-aortic balloon pump (iabp) at 1:1 and full augmentation. Pulmonary capillary wedge pressure (pcwp) upon admission on (B)(6) 2024 was 35 while on inotropes, which led to iabp placement. Post heartmate 3 (hm3) insertion, the patient experienced vasoplegia with mean atrial pressure (maps) 45-65 and ventricular assist device (vad) flows were hovering around 2.8 litter per minute (lpm) after coming off bypass with 6 of dobutamine, 12 of epinephrine, 0.06 vasopressin, inhaled nitric oxide, and product red blood cell (prbc) transfusion. Anesthesia was continued to provide boluses of epinephrine with intra-aortic balloon pump (iabp) on 1:1 and full augmentation while maps remained less than 70 and persistent low flow alarms with flows less than 2 lpm. Decision was made to proceed with impella rp flex. Vad coordinator engaged the extended silence alarm button prior to transferring the patient to bed from operating room table. Maps dropped to 39, when vad speed was set to 3900 revolutions per minute (rpm) temporarily. The system controller alarmed on batteries about 7min later and it was unclear if the silence alarm button had been pressed. The system controller was then reconnected to the power module to re-establish the extended silence until the right ventricular assist device (rvad) could be placed. The patient did not have right heart failure pre-lvad implant. It was believed that the device related issue caused or contributed to the right heart failure. The vad coordinator ensured no one touched the controller and had it within view until the controller audibly alarmed again for low flow hazard. Log files was sent to determine why the extended silence was not effective. The patient was emergently taken to catheterization lab and an impella rp flex was placed. After deployment of rp flex, rvad was set to p-8 and 3 lpm with heartmate 3 at 4700 rpm, 2.8 lpm, pulsatility index (pi) 3.0 and 3.1 watts. Swan was replaced, and the patient was transferred to intensive care unit (ICU) in critical condition. The alarms occurred while on batteries resolved with a chest opening. Since patient's flow was hovering around the 2.5 lpm low flow threshold. Center requested low flow software upgrade on backup system controller. The patient was in recovery.